Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 45 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field or MRI. It was found that settings were being corrected by healthcare professional. Reservoir was showing less insulin than what was shown on status screen. Insulin pump passed displacement test. After troubleshooting, customer was advised to monitor insulin pump, contact healthcare professional regarding low blood glucose and to call back should issue persist.